Event description:
Patient 2 of 3: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from one (1) device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 5 samples and one photo for investigation. The photo displays the device packaging but does not show the reported defect. A total of five returned samples underwent functional tests to assess the device's functionality. All samples passed testing, exhibiting no evidence of damage to the device or leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka . D2b. Common device name: tubes, vials, systems, serum separators, blood collection . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Patient 2 of 3: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from one (1) device. No adverse impact was reported regarding the patient or user.